Manufacturer narrative:
The customer returned one leveen needle electrode and a cable in zip lock bag with label. The device was received in a condition that indicated that it has been used in a patient. The device was noticed visually that the insulation was damaged approx 10 cm from distal end of device. The physical evaluation revealed that the device tines deployed and retracted properly. The device passed the continuity test that was performed. Based on the condition of the returned sample, complaints of this nature can occur for many other reasons in addition to product failure (user technique, patient body chemistry, etc). As a result of the testing the investigaiton team performed there was no evidence that there was a product failure. The root cause of this event is unk. A lot history search was performed and revealed one non related complaint. A review of the device history record showed no issues were detected during the manufacturing of this device batch. The boston scientific quality and manufacturing engineering departments have been notified of this incident through the complaint review process. Boston scientific corporation will continue to monitor for trends and future complaints of this nature for this product. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complaint reported that a therapeutic radiofrequency ablation (rfa) was performed on a patient (age and gender unknown). During the procedure, roll off was not achieved after 12-15 minutes even with rpa generator set at maximum capacity using a 5 cm probe. The probe was exchanged for a 4 cm probe and the procedures completed successfully. The complainant reported that there were no adverse affects on the pt as a result of the reported problem. Upon return of the device and a full investigation, it was noted that the insulation of the 5 cm probe was damaged approx 10 cm from the distal end of the device.